Event description:
It is reported that; acculif cages were attempted to be implanted but could not be and unilif was utilized in the end. It was difficult to implant the cages into a very collapsed disc space and the cages were bent.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the returned device was confirmed to be damaged upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the cage main body deformation is user error.

Event description:
It is reported that; acculif cages were attempted to be implanted but could not be and unilif was utilized in the end. It was difficult to implant the cages into a very collapsed disc space and the cages were bent.